Manufacturer narrative:
(B)(6). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the procedure, the azur cx35 coil (20 mm, 39 cm) was attempted to be used as the second coil. After the coil was inserted into an angiographic catheter (jb1, medikit), the coil did not advance any further at the area 30 cm from the tip of the catheter. The coil was once withdrawn slowly from the catheter and successfully removed. The coil was found to have unintentionally detached up to about 20 cm from the tip of the coil. The coil was replaced with another coil from a different lot to continue the procedure. Subsequently, the procedure as successfully completed.